Manufacturer narrative:
(B)(6).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. Upon sensor removal, the sensor wire was missing from the sensor pod. The event occurred the day of sensor insertion into the thigh. The missing sensor wire was discovered the same day it was removed. The patient would experience pain occasionally and it was ¿flare up¿ if she walked more. Approximately on (B)(6) 2024 or (B)(6) 2024, the patient stated that her symptoms progressed, and she began experiencing a sharp, numbing pain in the entire leg. On (B)(6) 2024, the patient went to the ER (emergency room) for evaluation. The patient had a ¿giant lump¿ on her thigh at this point. The patient was admitted to a surgical room for removal of the retained sensor wire. The patient¿s leg was prepped with a numbing injection. The nurse practitioner did two biopsies of the area to remove the sensor wire. A stitch was then placed to close the biopsied area and a bandage was placed over it. The procedure lasted a few hours, and the patient was discharged home later the same day. The patient¿s leg was still sensitive and sore at the time of report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this report is a duplicate of 3004753838-2023-209213.

Manufacturer narrative:
(B)(4). 3004753838-2024-124597 was reported in error. Please disregard initial reporting of this event as this event is a duplicate of 3004753838-2023-209213.